Event description:
Event description guidant received information that this implantable pacemaker (ipm) was implanted yesterday with two telectronics leads. Today, there were pauses noted on telemetry. All the measurements were good, pacing thresholds and intrinsic amplitudes. Atrial lead impedance yesterday was 780 ohms, today it is 340 ohms. Ventricle lead impedance was 1460 ohms, today it is 820 ohms.